Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a prime anomaly. The customer¿s blood glucose was 106 mg/dl at the time of the incident. The customer reported not seeing a number when priming and the bottom of the insulin pump coming unloose so pushed back together. The customer¿s current blood glucose level is 81 mg/dl. The customer did troubleshoot the issue and is unable to exit the preparing to prime loop. The insulin pump will not be returned for analysis.